Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review could not be performed. The device was returned for evaluation. The investigation is confirmed for the reported material deformation and inconclusive for the reported failure to advance issue. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 9808560 implanted ports allegedly experienced failure to advance and material deformation. This information was received from a single source. One patient was involved with no reported patient consequences. Age, weight, and gender were not provided.